Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was returned for evaluation. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the clip open inability. It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 4+. One clip was successfully implanted in an anterior septal position. To further reduce tr, a second clip (90313u239) was advance. The grippers were lowered and both leaflets were confirmed to be on both clip arms; however, when closing the clip, the clip stopped after a final arm angle of 30 degrees. The clip was opened to 120 degrees, but when attempting to close the clip again, the clip would not fully close. The physician decided to invert the clip; however, the clip was opened to 180 degrees but was not possible to invert. The decision was made to remove the clip, but the clip arms would only close to 30 degrees. Therefore, the physician inserted a snare catheter into the right atrium (ra) to snare both clip arms. The clip arms were successfully snared and were fully closed. The clip was pulled back into the steerable guide catheter (sgc) and both were removed. An additional sgc and clip were used without issues, reducing tr to a grade of 2. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
Device codes: 1494 labeled. Internal file number - (B)(4). Correction: device code 1494 added (use in tricuspid valve). Evaluation summary: all available information was investigated, and the reported issue was confirmed in returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the instructions for use, states, the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. The improper or incorrect use appears to be related to the off-label use of the device in the tricuspid valve. A potential product quality issue of dowel pins not properly placed in the delivery catheter (dc) handle slot was identified resulting in mechanical jam of the arm positioner that resulted in the difficult to open and close the clip. The reported clip close and clip open difficulty appears to be related to the mechanical jam on the arm positioner that was related to the observed potential product quality issue. The issue is being addressed per internal operation procedures. Abbott vascular will continue to trend the performance of these devices.